Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces on act button. No button error alarm, frozen screen and time clock anomaly noted during testing. Insulin pump to perform any tests due to button unresponsive. Pump received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unresponsive buttons. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose level was 145 mg/dl at the time of the incident. The customer also stated that there was no significant event leading to the keypad issues. The customer stated that the clock did not advance when monitored for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.